Event description:
During the removal of the bone anchor from the pt's skull following the procedure, the bone anchor broke at the threaded portion and a portion of the thread remained in the skull. The broken portion was flush with the skull and surgeon made the decision not to remove it.

Manufacturer narrative:
The product was not returned to biotex for a root cause investigation and a lot number was not provided by the user.